Event description:
Technician alleged the ground reading is out of range. No pt impact.

Manufacturer narrative:
The technician found the cause to be a lose ground pin on power cord plug. The technician replaced the power cord plug to resolve the issue.